Event description:
It was reported that the table vertical drive motor brake failed while a pt was on the table during the end of an exam. The table top reportedly descended to its low end stop. The motor drive could still raise the table top height but it immediately descended again when the motor drive was stopped. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.